Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1065460 with abbott diagnostics (B)(4) limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. The customer's complaint was not replicated. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1065460 and test base part number 190-430 / lot 1065460. Quality control release testing met specifications with no false results observed. For the lot numbers observed/reported, the current overall percentage of (B)(6) patient results (confirmed and unconfirmed, conflicting), based on the total number of devices sold and the evidence available is (B)(4), indicates it is performing as expected: abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple tests performed on (B)(6) 2022. This MFR. Report addresses test 4 of 4. The customer reported a false positive with the ID now covid-19 assay performed on (B)(6)2022 with a nasal sample. Repeat testing was performed with a negative result. Pcr confirmation testing was performed on (B)(6) 2022 and generated a negative result. The customer stated that the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.